Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient, who was known to have a recent revision (MFR report #: 3006630150-2015-01747), felt a heating sensation at the implant site. There was discoloration around the battery area that was similar to a bruise. The pocket site was also noticeably swollen and tender when pressed. The symptoms would persist even when the stimulation was turned off. The physician initially suspected cellulitis. Upon follow-up, it was determined that it was just a skin reaction. The site was still tender with a bit of discoloration, but it was no longer hot or inflamed. The patient was known to have been prescribed with keflex antibiotics and did well.

Manufacturer narrative:
Additional information was received that the battery incision was healed.

Event description:
A report was received that the patient, who was known to have a recent revision (MFR report #: 3006630150-2015-01747), felt a heating sensation at the implant site. There was discoloration around the battery area that was similar to a bruise. The pocket site was also noticeably swollen and tender when pressed. The symptoms would persist even when the stimulation was turned off. The physician initially suspected cellulitis. Upon follow-up, it was determined that it was just a skin reaction. The site was still tender with a bit of discoloration, but it was no longer hot or inflamed. The patient was known to have been prescribed with keflex antibiotics and did well.